Event description:
It was reported that the customer is having issues locking the brake which can cause the brakes to not be engaged; false engagement of brakes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.